Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned double-ended drill guide indicated that a drill seized up in the 2.0 dia. Side, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
Drill cold welded in to our current drill guide. Can¿t get it out. To complete the surgery the doctor opened a synthes small fragment to get out a same size drill guide with a back-up device that was not from smith and nephew.